Event description:
The rep reported, the pt did not show therapeutic effects from the baclofen therapy; the pt's spasticity did not decrease after the dose was increased. X-rays obtained did not show a disconnection of the catheter; the system was deemed patent and pump refill was attempted. The calculated reservoir volume was approx 5 ml, but the actual residual volume aspirated from the pump was 19 ml and the device was explanted. There was no pt complication following device replacement.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.